Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the leg on (B)(6) 2025, which is off-label usage of the device. On 12/13/2025, it was reported that the patient started having a seizure and then eventually passed out. Her husband noticed the patient and called 911. No treatment was done by his husband. The paramedics arrived. The egv was 70 mg/dl that time and the bg was 22 mg/dl. She was immediately given dextrose, loaded to the ambulance and was transported to the hospital. At emergency room (ER), she was finger tested being 30mg/dl, she's still not conscious that time and the egv was unknown. She stayed at the ER for 8 hours being on IV dextrose and IV glucose. During that time she regained consciousness and was monitored. She was discharged after starting to feel fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. At the ER, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.